Event description:
It was reported that the procedure was to treat a lesion in right iliac artery. During the procedure, the distal portion of the hi-torque 014 bhw hydro 190cm guidewire (gw) broke in the chest / abdomen of the patient and was successfully snared and retrieved. The patient was admitted for additional observation. There was no adverse patient sequela. User facility medwatch (B)(4) report received that states "wire breakage in the chest and abdomen retrieved using foreign body retrieval device. Finally attempt to recanalization of the superior vena cava was unsuccessful. Attempt to recanalized the right subclavian vein to these superior vena cava was unsuccessful. Right upper extremity midline placement 20 cm length with the tip in the superior vena cava." No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: user facility medwatch (B)(4) report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the lot number was not provided. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the reported material separation. The treatment appears to be related to the operational context of the procedure as the separated portion was successfully snared and retrieved. There is no indication of a product quality issue with respect to manufacture, design or labeling.